Manufacturer narrative:
The subject device was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and it was confirmed noisy image due to the ccd unit failure. Omsc checked the device history record of the device, there was no irregularity found. The exact cause of the reported phenomenon could not be conclusively determined. However, the noise on the image occurred due to ccd unit failure. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the endoscopic image of the subject device was not displayed on the monitor. The occurrence date of the event is unknown. There was no report of patient injury associated with this event.